Event description:
Boston scientific received information that this right ventricular (rv) lead was noted to be fractured. The lead was subsequently explanted and was later returned for analysis. No adverse patient effects were reported.